Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 120 mg/dl and their sensor glucose read 49 mg/dl. The customer also stated their insulin pump went into threshold suspend due to the inaccurate readings. The customer was advised their sensor may not be wet enough. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-04109.